Event description:
It was reported that this was a closure with five proglide devices. Reportedly, the five sutures were placed, however bleeding continued, resulting in hemorrhagic shock. After being converted to open surgery, the patient was weaned off the machine and later died of myocardial ischemia due to massive blood loss. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The patient effect of hemorrhage is listed in the proglide instructions for use as potential adverse event associated with use of the vessel closure devices. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are being filed under separate medwatch report numbers.